Event description:
During arthroscopic rotator cuff procedure, equipment malfunction. Surgeons were performing work on the left shoulder, and the tip of the scorpion needle broke off. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).